Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia followed by two consecutive hypoglycemic events while using a g7 sensor, with the device delivering frequent correction insulin during several hours of elevated glucose and the patient later requiring approximately 24 ounces of orange juice to treat the lows. Symptoms included hyperglycemia up to 266 mg/dl and subsequent hypoglycemia without loss of consciousness or need for medical intervention. Outcomes included transient impact on health with self-treatment and no hospitalization. Troubleshooting and education were provided, including scheduling an appointment to review therapy adjustments, and no device alerts or alarms were noted. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia followed by hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.